Event description:
It was reported that the patient was presented in clinic for follow-up and the pulse generator was found in backup vvi mode. The device was explanted due a normal elective replacement indicator.